Event description:
On (B)(6) 2012, at (B)(6) hospital, the customer reported that the vario flex hl-20 5-pump base unit (article number: 70104.3266, serial number: (B)(4)) was primed and set up for use, but had not yet been put into service, pressure channels 1-4 started flashing erroneous readings and the high and low alarm limits could not be set. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician verified the problem as being the master control board. The technician replaced the master control board. The defective control board was not returned to the manufacturer. (B)(4).